Manufacturer narrative:
Blank display due to corroded electronics assembly. Unit had corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump's display was blank after moisture exposure. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer stated that water was visible under the display and did not get the display to return. Customer also reported that the keypad was unresponsive and an unexpected restart occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.